Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was doing well on their medications but the patient slipped on water in the kitchen, fell and broke their femur on (B)(6) 2026. They did not know if it was a result of the dbs or parkinson's. They stated that they went through an extremely traumatic operation and did not feel confident that the patient knew what they were doing with the remote. They felt like the patient went through a lot of trauma and was not getting any benefit. They have an appointment with the movement specialist on aug-10th. The patient was in rehab.